Event description:
It was reported that the patient underwent an unspecified "back surgery" using rhbmp-2.acs. Reportedly, after some time, the patient "developed overgrown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2005, the patient underwent fusion surgery in which rhbmp-2 was used. As per operative notes, ¿the wound was irrigated with copious amounts of bacitracin irrigation, and then master graft, local bone, and rhbmp-2 which was wrapped around the master graft was then placed out over the transverse processes of l2 through l4 in the superior aspect of the fusion , and local autologous bone was then placed around the rhbmp-2 and master graft.¿ no intra- operative complications were reported.